Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2018 and (B)(6) 2019. If explanted, give date: not applicable, as lens remains implanted. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a zxt150 intraocular lens (iol) was implanted in a patient on (B)(6) 2018. The patient had arcuate surgery 20 years ago and has fuchs¿ syndrome. The patient reports being farsighted and sees ghost images from far away. She also reports she has scar tissue. The patient is not happy with the outcome of surgery. Additional information was provided. It was learnt that the patient was told that she was supposed to be able to clearly see close-up, intermediate, and distance. But her vision is blurry at all three points, as if she cannot see anymore. She can drive okay during the day but cannot drive at night. She claims that her visual symptoms significantly interfere with her regular activities. She's is very unhappy with her visual results. She said that she went to two other doctors who both say that her surgeon shouldn't have put the implant because she had arcuate surgery and fuchs¿ syndrome.